Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have fractured and have insulation issues as the pacing impedance measurement had risen to over 1000 ohms. A rise in threshold measurements was also observed. No intervention has been performed and the rv lead remains implanted and in service. The patient reported feeling dizzy but there were no adverse patient effects were reported.